Manufacturer narrative:
The customer¿s report of a crack and leakage was confirmed. Visual inspection confirmed the customer's report as a vertical crack was present to the female luer adaptor; fluid was observed to be leaking from the crack. In addition, it was noted that the surface of the blue piston had been damaged with a small part of the silicone missing. The root of the crack and leakage was not identified. The connecting products in clinical use at the time of the incident were not available for investigation; therefore it was not possible to confirm if this may have contributed to the reported damage.

Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is indicated in section "other#". The 510k number provided is for the domestic similar product. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the connector broke and leaked during an infusion. No additional information was received. There was no report of patient or user harm, and no medical intervention was required.